Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Adverse event: death. Onset of adverse event: approximately 3.5 months after the procedure. Device issue: none. It was reported, via trial, that approximately 3.5 months post a first obtuse marginal stenting procedure with a xience stent, the patient was found at home expired and no autopsy was performed. According to the death certificate, the cause of death was probable cardiac arrhythmia and coronary artery disease. Although requested, there was no additional information provided.